Event description:
Asr revision. Asr xl - left. Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left, reason(s) for revision: pain. Update- added cup and stem, did final med dev, taken from claimsuite dated (B)(6) 2013. Update - amended hip side and surgery date taken from claimsuite dated (B)(6) 2013. Right side. Update received (B)(6) 2014. Lot number added for taper sleeve. Additional reason for revision added. New fields completed. Patient initials added. Reason(s) for revision: pain, metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(4) record created in order to update (B)(4) complaint number (B)(4). Reason for original complaint ¿ asr revision. Asr xl - left. Reason(s) for revision: pain. Update- added cup and stem, did final med dev, taken from claimsuite dated 14th feb 2013. Update - amended hip side and surgery date taken from claimsuite dated (B)(6) 2013. Right side. Update received 13th may 2014. Lot number added for taper sleeve. Additional reason for revision added. New fields completed. Reason(s) for revision: pain, metallosis. Update ad 18 may 2018: communication received from crawford. No new additional information that needs to be reported.